Event description:
Customer reported that a multistix 10sg dipstick read erroneously as an unk mutistix pro dipstick on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer was using nonrecommended controls on the instrument. Customer has been instructed to use recommended controls by siemens. Customer has also been provided with ID band bulletin for recommended list of controls on the instrument. Customer has been offered software that will flap this error.